Event description:
During an ablation procedure for a premature ventricular contraction in the right ventricular outflow tract, an effusion occurred for which a pericardiocentesis was performed. The patient became hypotensive and fluoroscopy revealed that motion of the heart border was suppressed. All ablation lesions were performed with appropriate contact force and no impedance rises were noted. There was one instance during catheter manipulation in the rvot in which contact force readings abruptly went to 30g in the axial direction and also noted a sharp rise in impedance. A pericardiocentesis was performed and the patient recovered following. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The event description states that a sharp rise in impedance was noted during catheter manipulation. Tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns "monitor the catheter tip temperature during ablation to detect insufficient irrigation. Monitor the impedance display on the rf generator, before, during, and after rf power delivery. If a sudden rise in impedance is noted during rf delivery that does not exceed the preset limit, manually discontinue the power delivery." However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.